Event description:
Following the initial implant procedure, the patient developed a hematoma around the device pocket. During an unrelated procedure, the hematoma was evacuated. The patient was in stable condition.